Manufacturer narrative:
(B)(4). Evaluation, conclusion(s) - a conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. From the picture, it was observed that "the ett kinked during surgery". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review could not be conducted since the lot number was not provided. Failure mode "the ett kinked during surgery" could be confirmed with picture attached, however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the device kinked during surgery and the patient de-saturated, became ill and required intensive care. The patient was having clavicle surgery and was positioned at approximately 30 degrees and started to de-saturate. In itu they were unable to ventilate the patient and established that the endotracheal tube was blocked. The endotracheal tube was removed and the patient was re-intubated. The doctor indicated that the patient had other complications that were not involved in the procedure. It is noted that the patient had a satisfactory recovery.

Manufacturer narrative:
(B)(4). Date of event corrected to (B)(6) 2016. (B)(4). The customer returned 3 units of product code 5-10316 (et tube, hvt, 8.0) for investigation. One unit was received loose without its original packaging. Two units were received sealed in their original packaging from lot numbers 01k1300570 and 01k1300571). A visual exam was performed on the actual sample and it was observed that the tubing had been cut at approximately the 24 cm marker. No other defects were observed. Visual examination of the two sealed et tubes revealed that both et tubes appear typical with no observed defects or anomalies. A functional kink resistance test was performed on the returned et tubes to determine resistance. No kinks were detected in any of the three returned et tubes. No functional issues were found. A device history record (DHR) review was performed on both lot numbers and there were no issues found that could relate to the reported complaints. Other remarks: the reported complaint of a kinked et tube was not confirmed based upon the samples received. All three returned et tubes were able to pass a functional kink test. A lot number was not reported for the used device returned. However, a DHR review was performed on the two representative sample lots returned, with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned et tubes. The IFU for this product was reviewed as a part of this complaint investigation. The IFU indicates, "reinforced tracheal tubes should be used to reduce the potential for kinking whenever an unusual positioning of the head or neck is to be required following intubation." The complaint report indicates that the patient was positioned at approximately 30 degrees. However, it is unknown to what position the patient's head or neck was placed.

Event description:
The customer alleges that the device kinked during surgery and the patient de-saturated, became ill and required intensive care. The patient was having clavicle surgery and was positioned at approximately 30 degrees and started to de-saturate. In itu they were unable to ventilate the patient and established that the endotracheal tube was blocked. The endotracheal tube was removed and the patient was re-intubated. The doctor indicated that the patient had other complications that were not involved in the procedure. It is noted that the patient had a satisfactory recovery.